Event description:
It was reported that the patient presented to clinic, post cardioversion for atrial fibrillation and unexplained pauses in rhythm. Upon interrogation noise was noted on the ventricular lead that inhibited pacing. The ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.